Event description:
It was reported that the patient underwent a revision procedure due to the pump being attached to the skin of the scrotum with an inflatable penile prosthesis (ipp). In mid (B)(6) 2019 the patient underwent a pump adjustment for the same issue. The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump was initially placed in the left side of the scrotum, in (B)(6) 2019 the pump was relocated to the right side of the scrotum and the pump length was adjusted by attaching to the scrotum skin. The physician placed the pump close to the skin to make it easier for the patient to operate the pump.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient underwent a revision procedure due to the pump being attached to the skin of the scrotum with an inflatable penile prosthesis (ipp). In mid (B)(6) 2019 the patient underwent a pump adjustment for the same issue. The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump was initially placed in the left side of the scrotum, in (B)(6) 2019 the pump was relocated to the right side of the scrotum and the pump length was adjusted by attaching to the scrotum skin. The physician placed the pump close to the skin to make it easier for the patient to operate the pump.

Manufacturer narrative:
Device analysis: product analysis identified a pump malfunction based on the pump failing the 8lb. Activation test and therefore requiring more than 8lbs. Of force to activate. Product analysis is unable to confirm this functional test failure has any relationship to the reported event of pump malposition nor adhesions. The pump krt was cut down to the pump strain reliefs and could therefore not be inspected. The tubing allegation was not confirmed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of pump adhesion and malposition are included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the pump being attached to the skin of the scrotum with an inflatable penile prosthesis (ipp). In mid (B)(6)2019 the patient underwent a pump adjustment for the same issue. The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump was initially placed in the left side of the scrotum, in (B)(6) 2019 the pump was relocated to the right side of the scrotum and the pump length was adjusted by attaching to the scrotum skin. The physician placed the pump close to the skin to make it easier for the patient to operate the pump.